Manufacturer narrative:
The investigation was completed on 03-jul-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially it was reported that an error 402 (magnetic sensor distortion) was displayed on the carto 3 system when the catheter was connected to the patient interface unit (piu). They moved the ii and the issue persisted. They moved any metal that could be causing the error without resolution. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. There was no patient consequence reported. The magnetic sensor distortion error was assessed as non MDR reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-jul-2023 there was reddish material and a hole on the surface of the pebax observed. The hole on the surface of the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-jul-2023.